Event description:
The patient experienced a loss of therapeutic effect in her knees. The patient was having a lead revision to capture the knee area. The implantable neurostimulator (ins) was found to be in a power on reset (por) condition. The therapy was off for a long time; it was unknown whether the patient was exposed to strong electromagnetic interference (emi). The ins was not near end of life (eol); a rough estimate of longevity was approximately 48 months. The voltage read 3.05v; the elective replacement indicator (eri) showed at 2.6v. Additional information has been requested, a follow-up report will be sent if additional information becomes available.